Event description:
Philips received a complaint on the v60 ventilator, indicating that the wheel had fallen off the trolley and the device would tip over. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer requested the part number and pricing for a replacement base assembly. The remote service engineer (rse) provided the v60 ventilator base assembly information for the customer to order a replacement. This investigation is ongoing.

Manufacturer narrative:
Per customer biomedical engineer (bme): address needed to be corrected. The reporting institution name, reporting address line 1, and reporting address postal were updated to reflect the correct customer site. The investigation is ongoing.

Manufacturer narrative:
H10: in a good faith effort (gfe) response from the biomedical engineer (bme) received on (B)(6) 2024, it was confirmed that an order for the v60 stand base assembly had been made. The customer is awaiting the delivery of the part to complete the repair of the device. In a gfe response from the biomedical engineer (bme) received on (B)(6) 2024, it was confirmed that the v60 stand base assembly had been received and replaced. The device was stated to be operational following the replacement. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.